Event description:
It was reported that the user¿s continuous glucose monitor did not pair with the pump, and the user had previously replaced a sensor for the same pairing issue; the agent guided the user to rescan the sensor in the mobile app, after which the sensor warmup initiated and pairing proceeded as expected. Symptoms included no cgm alerts. Outcomes included troubleshooting and education with restoration of pairing. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed that pairing failure resolved after sensor rescan and warmup. It was concluded that the device functioned as expected following troubleshooting and no further action was required.